Event description:
Patient's legal counsel alleges that patient underwent total hip arthroplasty on (B)(6) 2007 and that revision procedures were performed on (B)(6) 2012 allegedly due to pain, dysfunction, and fluid around the hip joint. A review of invoice history confirmed that a revision procedure was performed on (B)(6) 2012 and the modular head and taper insert were removed and replaced. Invoice history also verified the acetabular cup was removed and replaced during the revision procedure that occurred on (B)(6) 2012. Additional information received in patient medical records confirm the modular head and taper adapter were removed and replaced on (B)(6) 2012 due to pain and fluid around the hip joint. Medical records indicate patient underwent an irrigation and debridement procedure on (B)(6) 2012 due to pain and seroma. No implants were removed. Additional information received in patient medical records indicates patient underwent a revision on (B)(6) 2012 due to acetabular cup loosening and fluid around the joint. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the additional information and correct the sterile date, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2012-01556 and 2013-03032 / 03037). The previous revision procedure on (B)(6) 2012 was reported on medwatch numbers 1825034-2012-01605 & 01557.

Event description:
Patient's legal counsel alleges that patient underwent total hip arthroplasty on (B)(6) 2007 and that revision procedures were performed on (B)(6) 2012 allegedly due to pain, dysfunction, and fluid around the hip joint. A review of invoice history confirmed that a revision procedure was performed on (B)(6) 2012 and the modular head and taper insert were removed and replaced. Invoice history also verified the acetabular cup was removed and replaced during the revision procedure that occurred on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2012-01556, 01557 & 01605).